Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this noise and decreased pacing impedance measurements were observed on the right ventricular (rv) channel of this system. A review of the remote monitoring data confirmed the lead safety switch (lss) had been triggered due to an impedance measurement less than 200 ohms. It was reported that the patient had been hit in the head with the hood of a tractor and it may be possible that something happened to the rv lead when the patient experienced the trauma. The patient is not pacemaker dependent and only paces about seven percent in the rv. No other adverse events have been reported. This product issue will be updated if additional information is received.